Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001547 number, and no non-conformances related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When the physician was removing the dilator, the valve popped off and there was a backflow of blood. The vizigo¿ sheathe was replaced and the issue resolved. The case continued. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Hemostatic valve separation is MDR-reportable.